Event description:
During a pta/stenting treatment procedure to dilate a 90% stenosis in the superficial femoral artery, deployment difficulties were encountered. The physician predilated the lesion with a 4 mm balloon. The 8 x 36 mm wallstent was advanced and the physician partially deployed it. After partial deployment, the physician decided placement was not optimal. The wallstent was recaptured and repositioned. During deployment, while pullingback the delivery device the wallstent partially opened and the delivery device jammed, prohibiting the physician from fully deploying the wallstent. The device was removed and a second wallstent was introduced. During deployment, the same difficulties were experienced. The second wallstent device was removed. A third device was opened and deployed outside of the pt to see if the problem would recur. That device deployed without difficulty. A different size wallstent, 10 x 37 mm was used to successfully complete the procedure. The pt is reported as 'fine' following the procedure; no pt injury or complications were reported.